Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose was in the 300's (mg/dl). Reportedly, the customer sometimes changed the infusion set and resumed insulin delivery to address the event.